Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with high blood glucose. Their blood glucose level during the incident was 426 mg/dl. They treated with a bolus from the insulin pump. Their current blood glucose level was 133 mg/dl. Troubleshooting was performed. Insulin exited at the quick release. There was no device malfunction found. The device will not be returned for analysis.